Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03207 and 2134265-2016-03209. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. During pullback, an overload error was indicated and pullback stopped. The physician made several attempts to resolve the issue, however, it was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications reported and the patient status is good.